Event description:
The biomedical engineer reported that the automated impella controller (aic) requested the console be checked out as the console had fallen and broke. A loaner was sent to the customer to initiate return of this device. There was no patient involved.

Manufacturer narrative:
The investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console was inspected, and it was noted the front panel optical connector cover was broken off, and the front panel optical connector was loose and freely moving. The console interior was inspected, and no damage was observed. The console was opened, and the interior components were checked for damage, no other components were damaged from the fall. The failure mode is due to damage from the console fall. The root cause of the console housing damage is due to the mishandling of the console by the end user. This report is being filed as part of a retrospective review of historical records.